Event description:
The pt was originally diagnosed with metastatic pancreatic cancer and was being treated with the chemotherapy agent folfirinox. Physician performed original ercp for stone removal on (B)(6). Stone removal failed due to tight stricture of cbd and was treated with wallflex stent to aid in future stone removal. The wallflex stent and stones noted above the stent were removed on (B)(6) and a gore viabil biliary endoprosthesis was implanted. Pt returned 2 weeks later reporting intermittent pain, fever, jaundice, and decreased mental status. Physician performed ercp (unclear of procedure date) and observed the stent was obstructed fully of stones and crud. Physician cleaned out the stent leaving it in place. Pt died 3 days later (unclear of date) likely due to complications of underlying disease.

Manufacturer narrative:
Gore attempted to acquire info required for this form.